Event description:
Complaint rec'd reporting leakage issue with use of one 46110-28 transpac IV quad monitoring kit. It was reported that during CABG procedure "..blood sprayed through the (46110-28 device) proximal "marvelous valve (luer activated valve) during 'blood return phase' of the process. Possible valve stickdown or possible user error". There were no reported adverse pt/operator consequences.

Manufacturer narrative:
Device return: one (1) set-up consisting of used 46110-28 transpac IV quad monitoring kit; bd 10ml syringe mated/attached to one of the kits luer activated valves and attached to the kits bag spike a 500ml baxter saline bag. MFR's investigation: visual inspection and analysis recorded no obvious abnormalities. The 46110-28 device kits luer activated valves were not recessed or "stuck-down". During decontamination flushing, there were no recorded flow issues or leakages noted. Engineering testing and analysis of the returned 46110-28 monitoring kits components was performed. The 46110-28 kits were tested to the product specification which includes pressure testing of the two luer activated valves. The results recorded no performance issues and or out of spec conditions. The luer activated valves were pressurized to 30 psi. Both of the valves held pressures without issues or leakages in excess of fifteen minutes. Additional testing and analysis of the 46110-28 valve components was performed to determine specific pressures needed to replicate leakage/failures. The results recorded that when increasing pressures were applied, both valves eventually leaked at 50 psi. Evaluation of the returned 10cc bd syringe recorded this syringe was capable of generating pressures in excess of 60 psi which if injecting rapidly would exceed the retention force of the valves. The engineers report notes that because there are two luer activated valves on this monitoring kits line, high injection pressures through one of the luer activated valves could cause back pressures on the second valve which could exceed allowable retention force, and result in leakage/spray out of the valve. Ensuring that injection pressures do not exceed 1 ml/sec or closing the stopcock to the luer activated valve should address this condition/issue. Findings: testing and analysis of the returned 46110-28 monitoring kits recorded no functional or performance issue(s), leakages and or out of spec conditions. Component leakage issues were only replicated when incorrect usage/excess pressures were used that exceeded device components specifications/expected clinical usage. This device return investigation report findings were provided to the facility for their review and understanding.